Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/10/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. (B)(4) retained cartridges and (B)(4) returned cartridges were tested in whole blood and I-stat level 2 control. The customer complaint was not reproduced in testing of returned cartridges. Test results for retained and returned cartridges met the acceptance criteria found in q04.01.003 rev. X, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed chem8+ cartridge lot h16013 is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On 05/18/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is available for investigation. Date: (B)(6) 2016: (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).